Manufacturer narrative:
Upon further review, the customer's issue is not associated with remedial action (3005094123-10/22/18-001-c) and is unassigned from the field action.

Manufacturer narrative:
Complete information for patient information, patient identifier- (B)(6). Product correction letters were issued on 12oct2018 to all architect total t3 (tt3) and free t3 (ft3) customers, using the i1000sr, i2000, or i2000sr instruments and who received one of the lots listed below. The letter instructed the customers to prevent this interaction by either separating the architect ft3 and/or architect tt3 assays by running these tests on different instruments from the following assays [architect tsh, architect t-uptake, architect hiv ag/ab combo, architect cortisol, architect lh, architect progrp, architect rhtlv-I/ii, architect total psa, architect afp, and architect free psa, architect 25-oh vitamin d], or by performing daily maintenance on the instrument prior to performing batch testing for all ft3 and/or tt3 samples. The mechanism of carryover involves carryover of poly-l-lysine (pll) from other assays into the conjugate dispense step in the ft3 and tt3 assays through adherence of the pipetting probe. Complete information for recall = 3005094123-10/22/18-001-c.

Event description:
The customer generated low free t3 results compared to results generated using the beckman method. The customer provided the following results: architect sid (B)(4): initial <1.0 (reference range 1.71 - 3.71 pg/ml), retest on beckman 3.09 pg/ml (reference range 2.5 - 3.9 pg/ml). There was no adverse impact to patient management reported. Additional results: architect: tsh 3.616 miu/l (reference range 0.350- 4.940 miu/l); free t4 1.07 ng/dl (reference range 0.70 - 1.48 ng/dl). Beckman: tsh 9.783 miu/l (reference range 0.380 4.330; miu/l) ; free t4 1.10 ng/dl (reference range 0.61-1.12 ng/dl).